Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a diagonal lesion that was 90% stenosed. The versaturn f guidewire was withdrawn into an unspecified catheter, but the tip of the guidewire became stuck in a previously implanted stent in the left anterior descending artery (implanted about 6 months prior). The guidewire was simply pulled back to remove then the tip uncoiled. The core separated but the tip coil remained intact. The guidewire was exchanged to a new unspecified guidewire to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Both a visual and dimensional inspection were performed on the returned guide wire, and the reported break was confirmed. Additionally, the reported stretched coils were confirmed. The difficulty to remove could not be confirmed due to the condition of the device (core separation). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported break, stretched coils and difficulty to remove appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.na